Event description:
Customer reported via phone call to have received excessive unexpected restart alarm and signal too low alarm. Customer reported to have replaced three battery cap. Customer reported for insulin pump to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test with no alarm. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.